Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Customer had returned only 1 test strip - unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back-to-back blood test results of 176, 160 and 497 and from result obtained of 172 mg/dl. The customer¿s expected am fasting blood glucose test result is below 160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer; customer stated they only have 1 test strip remaining. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2026 and test strips were opened one month ago. The meter memory was reviewed for previous test result history: result 1: 105 mg/dl, date: on (B)(6) 2025, time: 9:13 am, fasting, result 2: 176 mg/dl, date: on (B)(6) 2025, time: 9:56 am, fasting, result 3: 160 mg/dl, date: on (B)(6) 2025, time: 9:53 am, fasting, result 4: 497 mg/dl, date: on (B)(6) 2025, time: 9:50 am, fasting, result 5: 172 mg/dl, date: on (B)(6) /2025, time: 11:26 am, fasting.